Manufacturer narrative:
The set-up joint was returned for failure analysis for error code 281, and the error was replicated and confirmed on the system and log.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy procedure, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that they were facing a non-recoverable fault. The tse viewed the system event logs and noticed several communication errors. The tse asked the customer to perform a hard power cycle and emergency power off (epo) the system, but the issue persisted. Also, the tse noticed an error pointing to set up joint (suj) 1. The tse asked the caller to disable armnet 1 by pressing the clutch button. However, armnet 1 was not responding. The procedure was aborted. Isi followed up with the initial reporter and obtained the following additional information: the system's functionality was checked when the system power was switched on, and the procedure was able to begin normally. The surgery was stopped due to the customer reported issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue. The fse replaced a setup joint to resolve the issue. The system was then verified as ready to use. As of the date of this report, isi has not received the setup joint for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.